Event description:
It was reported that this pacemaker exhibited oversensing due to noise on the right atrial (ra) channel. Technical services (ts) was consulted and indicated the noise appeared to be minute ventilation (mv) chop, resulting in inappropriate atrial tachy response (atr) episodes. Reprogramming options were recommended. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited oversensing due to noise on the right atrial (ra) channel. Technical services (ts) was consulted and indicated the noise appeared to be minute ventilation (mv) chop, resulting in inappropriate atrial tachy response (atr) episodes. Reprogramming options were recommended. This pacemaker remains in service. No adverse patient effects were reported.